Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event estimated as (B)(6) 2021 publication date. The unique device identifier (UDI) is ¿ni¿ because the part number was not provided. Date of implant estimated as (B)(6) 2021 publication date. Article titled "characteristics and outcomes of mitraclip in octogenarians: evidence from (B)(6) patients in the (B)(6) registry."

Event description:
This will be filed to report this event that was captured based on a research article representing a summary of partial detachment single leaflet device attachment. It was reported through a research article identifying the mitraclip device which may be related to single leaflet device attachment. Details are listed in article, characteristics and outcomes of mitraclip in octogenarians: evidence from (B)(6) patients in the (B)(6) registry. No additional information was provided.